Manufacturer narrative:
The effect of performing coolsculpting treatments on areas with minimal underlying muscle mass and/or superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient that she was treated with coolsculpting several times to an unknown area with no or limited treatment effect and had permanent damage to the ulnar nerve. No further information available.

Event description:
Allergan aesthetics received a report of a patient that she was treated with coolsculpting several times to an unknown area with no or limited treatment effect and had permanent damage to the ulnar nerve. No further information available.